Event description:
The customer reported it was reported by their rep that the lead was fractured with no capture and high impedance. The lead was capped on (B)(6) 2012 and replaced with a competitor's lead. There were no adverse pt effects reported. The lead was actively implanted for approximately 6 years, 2 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. There were no adverse pt effects reported. The event will be re-evaluated if additional info becomes available. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records did not complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.